Event description:
A (B)(6) male pt underwent an operation on (B)(6) 2009, to repair a torn rotator cuff of his right shoulder. One product unit of tissue mend was implanted to complete the repair. The first post-op. Visit was on (B)(6) 2009, with no evidence of pain or swelling. During a second visit on (B)(6) 2009, the surgeon noticed a lateral bump on the pt's shoulder. There was no evidence of pain, fever, chills or swelling. The surgical site was aspirated and was negative for infection. On (B)(6) 2009, a physical therapist noticed that the swelling was getting worse and referred the pt back to the surgeon. On (B)(6) 2009, additional surgery was performed and revealed that the implanted product was not providing good structural integrity and was removed. The accumulated fluid appeared to be right under the skin. Although the pt was not receiving antibiotics, there did not appear to be any infection. A follow-up visit on (B)(6) 2009, revealed no sign of inflammation and the pt is now doing fine.

Manufacturer narrative:
The device, tissuemend was released for distribution on (B)(4) 2009. The catalog number of the device was (B)(4). The expiration date was 03/2011. The product batch record was reviewed and everything was in order. The pt was not on antibiotics following his surgery. There was no evidence of any infection upon examination, however, the first culture was not obtained and tested until twenty-five (25) days after the surgery and implantation. Histopathological examination of the wound showed acute and chronic inflammation and focal necrosis. It was diagnosed as a clinically infected wound. An initial bacterial infection could have damaged the collagen implant resulting in product degradation. The explanted product was not returned to the MFR for evaluation. The explanted product was submitted by the surgeon for histopathology analysis. The analysis and diagnosis indicated a clinically infected wound, however, no bacterial growth could be detected.